Event description:
It was reported the device did not seal. A left atrial appendage closure (laac) procedure was performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm closure device was successfully implanted in the patient on (B)(6) 2023. The patient was discharged. On (B)(6) 2025, during routine follow up transesophageal echocardiography (tee) imaging, it was noted that the patient had a peri-device leak. The physician planned to coil the leak. The patient did not have any symptoms or medical concerns prior to finding the leak. On (B)(6) 2025, a pre-coiling tee demonstrated a 3mm leak. The physician proceeded with coiling considering the leak was a new finding, therefore on (B)(6) 2025, the physician placed coils to close the leak. There were no patient complications, and the patient was discharged the same day.